Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of the device to operate an ac power and an issue related to the active exhalation control module were observed. The device's power supply and active exhalation control module were observed. The device's power supply and active exhalation control module were replaced to address these issues.